Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(B)(4) clean head broke off in mouth [device breakage] no adverse event [no adverse event] case description: a consumer of unspecified age and gender reporter via phone on (B)(6) 2017 that while using an (B)(4) rechargeable toothbrush, version unknown, the head of the oral-b power oral care refills precision clean broke off in his/her mouth. The reporter stated the refills were from a pack of 4, and 3 of the heads had broken off. 1 refill had not been used. The consumer reported he/she had previously used this exact version of toothbrush refill. No symptoms were reported.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned 2 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Oral-b precision clean head broke off in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reporter via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refills precision clean broke off in his/her mouth. The reporter stated the refills were from a pack of 4, and 3 of the heads had broken off. 1 refill had not been used. The consumer reported he/she had previously used this exact version of toothbrush refill. No symptoms were reported.